Manufacturer narrative:
Three potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 7019053; medical device expiration date: 2020-12-31;  device manufacture date: 2017-01-19. Medical device lot #: 6309415; medical device expiration date: 2020-10-31; device manufacture date: 2016-11-04. Medical device lot #: 7086428; medical device expiration date: 202021-02-28 ; device manufacture date: 2017-03-27. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on a bd ultrasafe passive¿ needle guard didn't work properly after the injection, as a "click" sound was heard but the activation did not happen immediately. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: the customer issued a complaint for safety device which delayed activate detected by end user. Neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.